Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked and unresponsive, preventing device interaction and prompting a replacement, and the user¿s blood glucose rose following the damage; the user transitioned to backup insulin injections and received education on shutdown, data syncing, shipment, return, and startup for the replacement device. Symptoms included elevated blood glucose. Outcomes included temporary interruption of pump therapy and use of backup therapy. Investigation included customer interview, review of reported device function, and logistical assessment for replacement and return. Investigation of this case revealed physical damage to the pump display assembly consistent with a broken or cracked screen leading to loss of responsiveness, with no device alerts reported prior to shutdown. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage, with no evidence of a manufacturing or design defect.